Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned together with the rotawire. A visual and microscopic inspection of the advancer, burr, sheath and handshake connection were performed. The advancer knob was received tightened in a backward position. The burr was detached and received on the rotawire. The rotawire was able to be removed from the device and burr with no issues. The annulus of the burr was damaged, not rounded, and flared. Kinks were noted in the rotawire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a burr detachment occurred. The target lesion was located in the heart. A 1.25 mm rotalink¿ plus was selected for use. During the procedure, it was noticed that the burr became detached from the catheter. The device was removed safely. No patient complications were reported and the patient's status was stable.